Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 5073036, model/catalog description: infinion cx lead kit, 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient's leads were suboptimal in placement. The patient underwent a revision procedure wherein the lead was repositioned and replaced. The patient was doing well postoperatively.